Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded at the customer site). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was opened and that it was damaged during insertion. There was no adverse effect or injury reported. There was no surgical intervention required. It was noted that the lens is not available to return. No further information was provided.